Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.

Event description:
It was reported that the operating room stated the sheath was being inserted into the pts' right internal jugular. After the sheath was inserted and sutured and secure, iodine was used to sterilize around the insertion site and splashed over the cath-gard. The physician then found the iodine inside the cath-gard. They continued to use the sheath and cath-gard until the next day until the treatment was finished. They were using a swan-ganz catheter through the sheath. It is unk if there was a delay in treatment, no pt death and no pt complications were reported. The pt outcome was good.